Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the low blood glucose level. The customer¿s blood glucose level was 2.0 mmol/l. At the time of incidence. Customer¿s current blood glucose level was 3.5 mmol/l. Customer was treated with glucose and blood glucose level was 20 mmol/l. Customer was alleging that the insulin pump was over delivering. Customer was treated with glucose. The reservoir will not be returned for analysis.